Event description:
It has been reported to philips that the host computer lost communication with geometry computer and the x-ray generator. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed, and it was completed by restarting the system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the host computer lost communication with geometry computer and the x-ray generator. Review of the logfile shows problem with the host pc fans. Upon troubleshooting, the rse checked the system remotely and found that the device loses communication with the generator and geometry and the radiation signal continued to sound but did not produce x-rays. The philips field service engineer (fse) checked the system onsite, opened the fan grill and found them disconnected. To resolve the issue, fse reconnected the fans. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.